Event description:
Boston scientific received information that the physician reported a recent incident of perforation during an implant procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the local sales represetative. This investigation will be updated should further information be received.